Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited an insulation breach. The complaint was discovered through out of range impedance in both unipolar and bipolar configurations and patient notified activated. The lead was capped and replaced. The patient's condition before and after was normal.